Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of the stored egm showed hv therapy was delivered due to oversensing. Insulation damage suspected. The lead was capped.